Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, while advancing the subject guidewire inside the patient anatomy the physician found the tip of the guidewire (subject device) was fractured. The physician used a microcatheter and guidewire as a snare device to retrieve the fractured fragment out of the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was moderately tortuous. A microcatheter and a guidewire were used in the procedure in conjunction with the subject device. The microcatheter that was planned to be used in the procedure and a new guidewire were used together as intervention to remove the fractured guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, while advancing the subject guidewire inside the patient anatomy the physician found the tip of the guidewire (subject device) was fractured. The physician used a microcatheter and guidewire as a snare device to retrieve the fractured fragment out of the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D1 product long description - updated. D4 catalog number - updated. D4 lot number - updated.

Event description:
It was reported that during the procedure, while advancing the subject guidewire inside the patient anatomy the physician found the tip of the guidewire (subject device) was fractured. The physician used a microcatheter and guidewire as a snare device to retrieve the fractured fragment out of the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.